Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it showed a drastic decrease of its expected longevity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.